Manufacturer narrative:
The manufacturing lot review confirmed all devices met specifications prior to release. The devices were not returned as they remain implanted, and therefore no sample evaluation was completed. A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; several requests were made and a denied response was received. As such, the event determination, off-label conditions, related patient harms, and patient disposition could not be assessed with medical records / images. The final patient status was not reported. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections to g1-2 contact office, h6 patient code; remove 1708. H6 result code; remove 3233. H6 conclusion code; remove 11.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially treated under special access with afx and ovation prime iliac limbs outside the indications for use. Approximately 2.5-years post- op a computed tomography revealed a left type ib endoleak with no aneurysm sac growth present. The patient will continue to be monitored.